Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lot number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation (orif) of a right proximal tibia one of the variable angle locking screws went through the shaft of the 3.5mm variable angle proximal tibia plate. The screw was manually placed through a variable angle (va) hole on a separate plate and engaged the threads of the hole. Screw hole in question was left open and the plate remained implanted. The screw that went through the shaft was not used and was disposed of. There was a one minute delay and surgery was completed successfully without further incident. This report is 1 of 1 for (B)(4).